Event description:
It was reported the black screen keeps appearing. The service disk was ran but the same problem still exists. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the head top cover lens was broken, the electromagnetic field test failed due to the cable being out of electrical specification, it was also noted that the label backing was missing. (B)(4).